Manufacturer narrative:
A medtronic representative evaluated the system and was not able to replicate the reported issue. The system was operating according to specifications. Nonetheless, software was reinstalled on the system. A full system checkout was completed, with all checks passing. System is fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the 2d images acquired on the imaging system were blurry. Multiple images were taken, with the same result. Site discontinued use of the imaging system and completed procedure with another imaging system following a 15 minute delay. Procedure was completed with no adverse effect on patient outcome.